Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to press the green button but was not able to squeeze the handle hence the stapler did not fire.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of an device. Visual examination of the reload noted that the reload was fully fired. The reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.